Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the luer lock. The user filled tubing to remove air bubbles and resumed insulin delivery. The user's blood glucose level was 200 mg/dl.